Manufacturer narrative:
B2 revised selection as it was selected incorrectly on the initial report that was submitted. E1 added zip code extension as it was omitted from the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 medical device problem code was revised since the initial report was submitted.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: mechanical interaction with blood/hemolysis: the cause of mechanical interaction with blood/ hemolysis was not established due insufficient clinical details and no product or data logs returned.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The event is consistent with suspected hemolysis, and a possible contributing cause includes operation of the impella cp at a high-performance level which is a known risk factor for hemolysis as described in the impella cp instructions for use.

Event description:
A 61-year-old male patient (medical history not reported) underwent implantation of an impella cp device for temporary mechanical circulatory support in the setting of cardiogenic shock secondary to an acute myocardial infarction. The impella cp device was percutaneously implanted via the right femoral artery prior to percutaneous coronary intervention (pci). The patient subsequently underwent pci to the left anterior descending artery with percutaneous transluminal coronary angioplasty and stent placement. The patient received respiratory support prior to initiation of impella support. The reported starting society for cardiovascular angiography and interventions (scai) shock classification was stage a (and ending scai classification was stage d). Additional details regarding the patient¿s clinical condition prior to impella cp initiation were unnoted. On post-implant day 0, red-colored urine was observed. The patient received anticoagulation therapy, including heparin administered in the emergency department, a heparin infusion in the catheterization laboratory, and integrilin during the procedure. The physician was made aware of the event. Additional information received noted, following adjustment of the impella cp performance level from p-9 to p-7, the urine color returned to normal and the suspected hemolysis resolved. The patient remained hemodynamically stable following the event and continued on impella support until successfully weaned after 81 hours of support; the device was explanted with a survived patient outcome. The event is consistent with suspected hemolysis, and a possible contributing cause includes operation of the impella cp at a high-performance level which is a known risk factor for hemolysis as described in the impella cp instructions for use.